Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("left horn perforation") in a female patient who had essure (batch no. D30810) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain started after left essure removal, after which it was found that left essure was still in uterus"), abdominal pain ("abdominal pain"), nausea ("nausea"), headache ("headaches") and complication of device removal ("failed attempt of left essure removal"). The patient was treated with surgery (first removal, then removal of left coil failed, then new surgery because left coil still in uterus). At the time of the report, the uterine perforation and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, nausea and headache had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device removal, headache, nausea, pelvic pain and uterine perforation with essure. The reporter commented: the patient was operated for the third time for left essure removal following left horn perforation. She reported that the physician told that he had removed the left essure. However, it was fortuitously found, following onset of numerous pelvic pain, that the left essure insert was still present in uterus. Patient mentioned a medical error and reported that the attempt for removal of left insert was considered as a failure at the time of this report. Note: essure removal date was reported as (B)(6) 2015, but the reported onset date of the events was at a later time point ((B)(6) 2016). Since it is unclear if this onset date refers to all events or to the diagnosis of horn perforation and subsequent removal failure, no onset dates for the events were entered. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1812133) on 23-jul-2018. The most recent information was received on 17-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("left horn perforation") in a female patient who had essure (batch no. D30810) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed attempt of left essure removal". On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain started after left essure removal, after which it was found that left essure was still in uterus"), abdominal pain ("abdominal pain"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (first removal, then removal of left coil failed, then new surgery because left coil still in uterus). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, nausea and headache had not resolved. The reporter provided no causality assessment for abdominal pain, headache, nausea, pelvic pain and uterine perforation with essure. The reporter commented: the patient was operated for the third time for left essure removal following left horn perforation. She reported that the physician told that he had removed the left essure. However, it was fortuitously found, following onset of numerous pelvic pain, that the left essure insert was still present in uterus. Patient mentioned a medical error and reported that the attempt for removal of left insert was considered as a failure at the time of this report. Note: essure removal date was reported as (B)(6)2015, but the reported onset date of the events was at a later time point (B)(6)2016). Since it is unclear if this onset date refers to all events or to the diagnosis of horn perforation and subsequent removal failure, no onset dates for the events were entered. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.